Event description:
It was reported that a spectrum iq wireless battery module had an improper shutdown. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and improper shutdown was not reproduced and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device functioned as intended, however per precautionary measures, the battery cell will be replaced. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.